Event description:
A malfunction was reported with the pump, and the customer's blood glucose level exceeded 500 mg/dl, which was displayed as "high." The customer addressed the elevated blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support determined that the pump was part of a field correction and arranged for a replacement pump with updated software. Customer reverted to an alternative method of insulin therapy.